Event description:
It was reported to philips that the live monitor could not display. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment. The patient was moved to another system to complete the procedure. The philips field service engineer (fse) checked the system on site and confirmed that the live monitor could not display. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and ran the post (power-on self-test) and found no error of the system. The fse confirmed that the single link dvi receiver was defective. To resolve the issue, the fse replaced the dvi receiver. The defective part was sent for analysis, for single link dvi failure was found and the failure was found to be electrical defect. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.